Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no impact to the customer's blood glucose level. At the time of the report with tandem technical support the touch screen was functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.